Event description:
On september 7, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high reading. On september 22, 2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient uses a continuous glucose monitoring (cgm) device and manages her diabetes with an insulin pump. The patient also tests her blood glucose 8-10 times per day with the subject meter. Three days prior to contact at 8:30am, the patient ate oatmeal and took two units of insulin. Around that same time, her continuous glucose monitoring device kept reading "low." The cgm kept giving her "low readings" from 8:30am to 11:15am. The patient indicated that she obtained a blood glucose reading of "60 mg/dl" on the cgm device at one point. The patient stated that she was eating crackers, fruit, and other food throughout the aforementioned time period. At 11:15am, while her cgm indicated her blood glucose was low, she tested at "240 mg/dl" on the subject meter. Per the lfs meter reading, the patient took 2 units of unit. At around 11:20am, the patient who is a kindergarten teacher was writing something on the board when she suddenly passed out. The paramedics were called. Upon arrival, the patient was tested at "36 mg/dl" on the paramedic's meter and treated with d5 glucose. The patient was admitted into the hospital for 3 hours and was treated for hypoglycemia. The patient stated that after the first hour of her hospital stay, her blood glucose was at "40 something mg/dl." On the third hour, the patient was released from the hospital when her blood glucose reading was "160 mg/dl" (hospital meter). The patient indicated she does not know how she could have prevent her alleged hypoglycemia episode as she ate more than enough carbohydrate during the two hours of cgm device indicated her blood glucose was low. In addition, the patient does not believe that the 2 units taken per lfs meter reading could have dropped her blood glucose reading to the point that she would passed within the given time frame (approximately 25 minutes). During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because, the patient claimed she was treated for hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.